Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads, cracked keypad overlay and cracked reservoir tube lip. The p cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir area of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.